Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: see MDR #1219856-2017-00209 and (B)(4) for related complaint. This complaint has been reopened to investigate the device that has been returned to teleflex for investigation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the iab which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that they had some possible helium loss alarms early this morning, a small speck of dark blood may have been seen but the rn cannot confirm. A larger amount of blood was later noted in the drive line tubing therefore the patient was taken to the cardiac cath lab to have the balloon replaced. The balloon was successfully replaced with no patient complications. There was no reported patient death or injury. Patient outcome: meeting goals of therapy.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of blood in helium pathway is not able to be confirmed. The root cause of the complaint is undetermined. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time. Other remarks: see MDR #1219856-2017-00209 and (B)(4) for related complaint.

Event description:
It was reported by the rn that they had some possible helium loss alarms early this morning, a small speck of dark blood may have been seen but the rn cannot confirm. A larger amount of blood was later noted in the drive line tubing therefore the patient was taken to the cardiac cath lab to have the balloon replaced. The balloon was successfully replaced with no patient complications. There was no reported patient death or injury. Patient outcome: meeting goals of therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the register nurse that they had some possible helium loss alarms early this morning, a small speck of dark blood may have been seen but the register nurse cannot confirm. A larger amount of blood was later noted in the drive line tubing therefore the patient was taken to the cardiac cath lab to have the balloon replaced. The balloon was successfully replaced with no patient complications. There was no reported patient death or injury. Patient outcome: meeting goals of therapy.